Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. During preparation it was noted that the sheath was leaking, and it cannot be purged of air. The sheath was replaced, and the procedure was completed without patient complications. The device is expected to be returned.